Manufacturer narrative:
(B)(4).

Event description:
It was reported the implantable neurostimulator had the error code out of regulation (oor). The impedance test was normal. The patient went home and received a second oor message. The patient began to recharge daily. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.